Manufacturer narrative:
An open book error was noted due to a corroded electronic assembly. Moisture damage was also noted on the motor assembly and force sensor assembly. Minor scratches were noted on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was wearing the insulin pump while swimming for a hydrotherapy class; the pump then alarmed with a critical pump error. The patient's blood glucose at the time of incident was unknown. Troubleshooting was initiated for the critical pump error. The caller confirmed that no pump errors occurred prior to the critical pump error. The customer was advised to revert to a back-up plan per health care provider's instructions. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.